Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer became stuck, and the staff were unable to pull the drawer out to remove medication for patients. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer failed when it was pulled open. It was difficult to slide, and the right rail was grinding and had detached, making the drawer hard to close properly. The field service engineer fse had the user to unload the pockets, and the replacement drawer was brought to the unit. The pockets were removed from the damaged drawer, and the replacement drawer was installed in the affected unit. After installation, the pockets were reloaded, the unit was rebooted, and it was properly configured. The fse additionally found that drawer 2 had faulty rails and replaced it with a new one. The firmware on the new drawer was updated, and the pockets were inserted. There was no issue on main station. The system functioned as intended after the field service engineer repaired the device.